Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eight months ago, this patient presented to the ep laboratory in preparation for surgery due to a competitor implantable cardioverter defibrillator (ICD) pocket infection. The infection was diagnosed shortly after a normal generator replacement. When the pocket was opened, there was no visible pus, but there was a great deal of fibrotic tissue in the pocket, but not grossly infected or necrotic. The atrial lead was removed with no issues, however, significant fibrosis was observed in the subclavian vein and at the lateral svc border as well as between the atrial and ICD leads. At one point, there was a short hypotensive episode, but that corrected rapidly. Blood pressure remained stable during removal of the atrial lead. Laser extraction was then used to remove the ICD lead, however, at the half way point of the svc coil, the patient¿s blood pressure dropped from systolic of 110 to the 70¿s. Fluoroscopy of the chest showed initial haziness over the right thorax. Lasering was stopped and the patient was monitored. Repeat fluoroscopy showed a rim of a right hemothorax, which enlarged over minutes. Resuscitation with fluid, blood, and pressors was begun immediately. Pacing rate was increased to 110. CT surgery and interventional cardiology were called immediately. During this time, pulse volume and blood pressure returned to normal. At 12:55pm (procedure began at 10:20am), a pulse was lost and CPR and acls protocol were begun. The physician opened the patient's chest and large tear in the svc was observed. Upon many efforts, the tear was not amenable to surgical repair resulting in a massive hemorrhage. During this extended period in attempts to repair the svc tear, several vf episodes occurred and were cardioverted internally. Resuscitative attempts were stopped at 14:59pm and the patient subsequently passed away. An autopsy was declined by the family.